Manufacturer narrative:
The insulin pump had normal operating currents and no battery alarm or display anomaly was noted. The insulin pump had minor scratches on the display window, cracked battery tube threads and a cracked reservoir tube lip.

Event description:
Customer reported that he was having trouble seeing the screen on the insulin pump. Customer stated it is getting dark and the dark parts are in the shape of an m across the screen. Customer is inside the house; device was not in direct sunlight. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.